Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
Com-(B)(4).

Event description:
Product was available for evaluation. A visual inspection was conducted and passed. A voltage test was conducted and passed. A functional test was conducted and passed. A pairing test was conducted and passed. A data investigation was conducted and failed. Customer allegation was confirmed and a probable cause could not be determined. No additional event or patient information is available.